Event description:
Upon changing filters on an airshields model 400 infant incubator, it was noticed that the new filter was thicker than the one removed. The oxygen percentage inside the incubator was checked and found to be lower than specified by the MFR. Upon installing the old filter once again (air shields filter) the oxygen percentage increased to well into the specified limits. (Example: at 6 liters per minute oxygen, the oxygen level should be between 33 -41%).